Event description:
In 2009, covidien was informed of a customer who had an issue with a heparin prefilled syringe. The attorney alleges that the patient received IV heparin-lock flush therapy (lot 8010174 and 8010124) from 2007 through 2008. The patient experienced excessive sweating, blurred vision, shortness or breath, throwing up blood, low blood pressure and death. The patient died in 2008.

Manufacturer narrative:
Additional lot number: 8010124. An investigation is currently underway. Upon completion, the results will be forwarded. The complaint references 1 recalled lot number (8010174) and a 2nd lot number (8010124) that was not involved in the recall. The second lot number (8010124) was tested and found to be free of oscs.